Event description:
In (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2020 a computed tomography (CT) scan of the abdomen revealed the filter was present within the infrarenal inferior vena cava (ivc). There was a mild tilt of filter with the apex of filter touching the anterior left lateral ivc wall. Most anterior struts may course a few millimeters through vena cava.

Event description:
In j(B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2020 a computed tomography (CT) scan of the abdomen revealed the filter was present within the infrarenal inferior vena cava (ivc). There was a mild tilt of filter with the apex of filter touching the anterior left lateral ivc wall. Most anterior struts may course a few millimeters through vena cava.